Event description:
A drug eluting stent was taken from package and given to md. While advancing stent catheter into the guide, physician noticed a kink in stent delivery catheter. The physician removed stent catheter from the guide and noticed the malformation at the proximal end of the stent. Stent delivery system was removed from the guide catheter and taken off the procedure table. It did not reach the patient.